Manufacturer narrative:
A boston scientific technical services consultant reviewed the episode in question and explained to the caller that the device operated appropriately according to how it was programmed. The consultant stated they could reduce the duration times, so therapy would be provided faster for this patient. Additionally, the consultant stated typically the device clock would expected to only be one hour off, but depending on the time on the programmer, the episode may be off by more than that. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had experienced a syncopal episode. The following day, device interrogation was performed in this patient's clinic. The caller was requesting the episode be reviewed and inquired why the device did not treat the patient. Additionally, the device clock needed to be resynchronized due to daylight savings time. The caller reported that latitude displayed the time of the episode as 1.5 hours difference from the actual episode.